Manufacturer narrative:
This report is submitted on july 15, 2019.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2019 because the electrode was incorrectly placed at the time of implantation. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on august 14, 2019.